Event description:
Reportedly, the instrument did not place properly formed staples on the right lower lobe of the lung. Therefore, another instrument was used to complete the anastomosis. After the surgery, an x-ray was taken of the pt's chest and the clamp bar button from the initial instrument was detected on the x-ray. However, the surgeon did not feel that it was necessary to retrieve the instrument component from the thoracic cavity. Procedure: wedge/segmental resection.